Event description:
The customer reported that while running an hepatitis core assay, summit sample handler, failed to aspirate sample and reagent in position f1 and did not generate an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.